Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports 2 false negative results for 2 individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document the false negative result for individual 2. See case-2022-1769-1 for the additional false negative result. On (B)(6) 2022, individual 2 received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 22497f and sn (B)(4) individual 2 performed a flowflex covid-19 antigen home test on (B)(6) 2022 and received a positive result. Individual 2 had the following symptoms: body aches, mild fever (99f), sore throat. Individual 2 had no known exposure.